Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 and 5.2 was not detected on bus. The field service engineer reseated the row board then tested all drawers, slides and cable connection to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that auxiliary drawer 5.1 and 5.2 was failed the customer stated that this malfunction caused a delay and the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this incident.